Manufacturer narrative:
Device 1 of 3. Evaluation: method: a visual inspection and functional testing were completed. The device history and sterilization records were also reviewed. Results: the visual inspection of the ipg revealed instrument marks on the front and back of the can. The header had a dark discoloration inside mainly at the upper and lower septums and block connectors. The antenna has severe damage with a cut across channel numbers 1-9 and puncture marks above this area (one protrudes into the header). The ipg communicated with the programmer and passed the auto-test. The ipg passed the saline test with no anomalous signals observed. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference manufacturer reports: 1627487-2010-02692 and 1627487-2010-02759. The pt received an scs system, including two percutaneous leads and an ipg, on (B)(6) 2008. It was reported the leads were explanted due to migration. As the pt had indicated she had some discomfort at the ipg implant site, the physician also explanted and replaced the ipg. The explanted products were returned to the manufacturer for analysis. No pt complications were reported as a result of this event.